Event description:
Patient reported left side "defect (leaking, dissolving) and ¿lymph nodes are inflamed¿. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and inflamed lymph nodes.

Event description:
Patient reported left side "defect (leaking, dissolving) and ¿lymph nodes are inflamed¿. The device was explanted.

Manufacturer narrative:
Device evaluation inv-03907: visual analysis of the returned device identified: deformation and weight to the spec. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.